Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was pt stated they hadn't see a rep since covid started and asked how to meet with a rep to check on their ins/settings. Pt then said they will be able to charge the ins full, but would have trouble connecting afterwards. Pt said they would have to play with the equipment a couple times to get connected to the ins when trying to turn stim on. Pt also said they would be sitting and if they moved a different way, the stim would shut completely off. Pt also said they would be walking and stim would shut itself off and then turn back on all while pt was walking. When asked event date, pt said a month or so ago, during the holidays. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.